Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the patient's one year follow-up appointment, a da error was observed. This is typically a benign error that will self-correct on its own. No adverse patient effects or any interventions were reported. The device remains in service.